Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test montor.

Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. As received, the electrode belt would not communicate with a test monitor. Upon evaluation, the trunk cable connector was cracked and the blue (can l) wire was open inside the trunk cable. The cause of the inability to communicate with a test monitor is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged open wire.